Manufacturer narrative:
The qa lab found the returned reagent to read an average of 125 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that she tested her blood glucose and received a reading that was higher than usual. While troubleshooting, she performed control tests and received results of 325, 193, and 200 mg/dl. The normal control range was 88-124 mg/dl. The customer did not allege any adverse events as a result of the high readings. The test strips were returned for evaluation. Replacement test strips were sent to the customer.